Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the lesion. However during unspecified inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the lesion. However during unspecified inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter with no other devices. There was blood in the inflation lumen. The shaft was kinked 74cm from the hub. Magnified inspection identified a pinhole in the balloon material 1cm from the distal edge of the proximal markerband. Magnified inspection did not reveal any damage or irregularities in the proximal bond and markerbonds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).